Manufacturer narrative:
A review of the service report indicates that the customer reported a system message - [adc failure]. The company rep examined the system and replaced the front panel printed circuit board (pcb). The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the illumination system "turned off quickly" during a vitrectomy procedure. The procedure was completed following a 30 minute delay with no pt harm reported. It is unknown at what point this event occurred. Additional info was requested.